Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer used cold insulin. Customer technical support educated customer that insulin should be room temperature. Customer understood and loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.